Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a blank display issue. After exposure to moisture, the display became blank and moisture was noted inside of the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 9/10/2013 with the following findings: moisture was found inside of the pump, and moisture ingress was caused by damage to the pump casing. A secondary diagnostic code revealed a leak due to cracked pump case.

Manufacturer narrative:
Additional information: during testing, all the keypad buttons were unresponsive. The keypad cover was removed and no contamination or missing/misaligned contacts were found.